Event description:
It was reported that after deployment of a femoral g2 filter, it was allegedly noticed that 2-3 of the lower limbs were twisted. The physician opted to retrieve the filter with a cone device. He made two unsuccessful attempts. It should be noted that this physician had never done a retrieval prior to this event and his or staff was unfamiliar as well. At this point, he chose to put a competitor's filter above the g2 filter, via jugular. It should also be noted that allegedly the imaging equipment was very old and images were not very clear. This patient was scheduled for this g2 because of dvt from immobility. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed and this lot met all release criteria. There was nothing found in reviewing the lot history to indicate there was a manufacturing related cause for this event. The sample remains implanted, so no sample evaluation could be performed. The results of the investigation are inconclusive and the root cause is unknown. As reported in the event description, inexperience of the user may have contributed to the difficulties in retrieval and poor imaging equipment may have contributed to the overall event. Handling of the g2 filter system from the IFU. The current IFU (instructions for use) states the following. Do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing the filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.